Event description:
It was reported that there was patient device incompatibility. The patient coded at 8am. Patient was on pressors and crrt. Foley probe to monitor read 33.1c, but the esophageal probe to the arctic sun read 31.9c. Water has been 40-42c over the past few hours. They were getting an alarm 115 (prolonged cold water exposure). They were doing skin assessments. They confirmed that there was good pad coverage and good flow. They had a warmer on the crrt return. Ms&s explained they could add a warm blankets or a bair hugger and/or cover head, hands and feet for additional warmth. As per follow up on 24nov2020, it was stated that the issues were patient related and once they were able to get it under control the patient was able to maintain temperature and continue therapy with no other issues.

Manufacturer narrative:
Per additional information received, bd has determined that this MDR event is not reportable. The device was not returned.

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed.

Event description:
It was reported that there was patient device incompatibility. The patient coded at 8am. Patient was on pressors and continuous renal replacement therapy (crrt). Foley probe to monitor read 33.1c, but the esophageal probe to the arctic sun read 31.9c. Water has been 40-42c over the past few hours and was getting an alarm 115 (prolonged cold water exposure). Were doing skin assessments and confirmed that there was good pad coverage and good flow. Also had a warmer on the continuous renal replacement therapy (crrt) return. Ms&s explained they could add a warm blankets or a bair hugger and/or cover head, hands and feet for additional warmth.